Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to one overdischarge. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was unable to recharge the ins properly, even with instruction from a manufacturer representative. The patient didn¿t charge the ins properly to 100% and as a result, the battery died. It was reported that the patient had a lot of difficulty using the antenna locate feature and getting the ¿60-minute countdown¿ to start. The patient made an appointment at their doctor¿s office to meet with a manufacturer representative on 2018-dec-31. Additional information was received from a manufacturer representative (rep) on 2019-jan-04. The battery was not overdischarged, just discharged. They completed a recharging education in the clinic on (B)(6) 2018 and the battery was able to charge without problem. There were no further issues after that. No further complications were reported/are anticipated.